Event description:
Patient states that "vent overheated (warm to touch). Vent shut down". Additional information received stated, "mom and dad have had vent for a few months, but are still new to it. They reported repeated disc/sense alarms. Then the vent wouldn't put out air, there was no patient pressure and the vent made a popping sound and then shut down. They then restarted the vent, but it still had no flow. No allegation of patient harm or injury".